Event description:
After a bypass surgery, the rptr's husband experienced great personality changes. He became agitated, angry, verbally and emotionally abusive. He had numerous rage episodes. The rptr has researched the device and has found that the literature indicates that there is a 30-40% chance of this side effect (personality changes). The husband has left her after 48 years of marriage. The rptr believed that the pts and their families should be warned about this potential problem.